Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to abbott medical optic (amo) has been submitted.

Event description:
It was reported that patient was unable to tolerate the toric intraocular lens and the lens was explanted. A suture and incision enlargement were required, but no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/21/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A search on complaints history performed on jan-02-2018 revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.